Event description:
It was reported that the alarm 113 has occurred in an arctic sun device. Alarm 113 was reduced water temperature control. Per review of wo on 25jul2025, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2025, it was reported that there was a failed chiller pump also contributed to the water temperature not dropping. When the device was powered on, only the switch light turned on, and the equipment did not power up. When measuring the power supply voltage, 24v was not detected. The power supply needs to be replaced. Alarm 64 (non-recoverable system error) occurred. Processor circuit card needed to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller assembly. The device was evaluated upon receipt. During equipment testing, it was confirmed that the t4 temperature did not decrease. Upon inspection, the mixing pump was operating normally, but due to an issue with the chiller assembly, the equipment water temperature did not drop. Replaced chiller assembly. Failed chiller pump also contributed to the water temperature not dropping. When the device was powered on, only the switch light turned on, and the equipment did not power up. When measuring the power supply voltage, 24v was not detected. The power supply needs to be replaced. Alarm 64 occurred. Processor circuit card needed to be replaced. Replaced chiller pump. Replaced power supply. Replaced processor circuit card. This device was evaluated for functionality per (B)(6). It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.